Event description:
The patient was admitted with a 90% lesion in the mid left anterior descending artery. The lesion was heavily calcified and the vessel was slightly tortuous. The lesion was pre-dilated. Ivus was going to be conducted, but the ivus catheter could not cross the lesion. Therefore, a 1.75mm rotablator was used and the lesion was pre-dilated again. Then, a 3.0 x 33mm cypher select plus stent was delivered to the target lesion, however, it would not cross the lesion due to calcification. Eventually the cypher was retrieved from the patient, after several attempts. The distal edge of the stent was confirmed to be flared. The procedure was completed with a 3.0 x 28mm promus stent. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The following products were used during the index procedure: a 1.5 x 10mm firestar balloon catheter, a 2.5 x 15mm lacrosse balloon catheter, a grandslam guidewire and an xb3.5 brite tip guiding catheter. Information received from an affiliate indicated that the distal end of a stent became flared after multiple attempts to cross a lesion were made. The target lesion was the mid left anterior descending artery (lad). The lesion was described as 90% stenosed, heavily calcified and slightly tortuous. The lesion was pre-dilated. Ivus was going to be conducted, but the ivus catheter could not cross the lesion. Therefore, a 1.75mm rotablator was used and the lesion was pre-dilated again. Then, a 3.0 x 33mm cypher select plus stent was delivered to the target lesion; however, it would not cross the lesion due to calcification. Eventually the cypher was retrieved from the patient, after several attempts. The distal edge of the stent was confirmed to be flared. The procedure was completed with a 3.0 x 28mm promus stent. There was no patient injury reported. The physician did not indicate any anomalies prior to use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of strut up-lift could not be confirmed. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the difficulties the customer encountered.